Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was 290 mg/dl. Upon troubleshooting, it was found that the customer was calling after having received a new battery cap. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a cracked reservoir tube lip, minor scratches on the display win dow, cracked battery tube threads and a missing end cap sticker. No damage was noted on the liquid crystal display board.